Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that six infusion set was leaking from site and hypoglycemia event occurred. Low blood glucose level was displayed low and for the treatment he drank apple juice. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09877- device 6 of 6.